Manufacturer narrative:
B.3. The date of event was not provided; bd awareness date used. Device evaluation: two 2000e samples were received for investigation of (B)(6), in which the customer has stated: "smartsite's blue piston is occlusion." Of the two samples provided by the customer, one was received connected to a 3ml bd posiflush syringe (lot: 4080318); no packaging was received for either product. The second 2000e product was received in sealed packaging from lot: 24045685. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. For both samples, no flow issues were observed throughout testing as fluid could be both drawn up and expelled unimpeded. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot: 24045685 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: smartsite's blue piston is occlusion